Event description:
Robotic spatula cautery device would not release from the robotic arm. After a few attempts, the instrument did release, no delay in care to pt. Upon inspection of instrument, it appears the head piece which loads into the robot arm was slightly separated at the seam on one side. Instrument removed from service, sent to spd for processing and then to rm.